Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a cut in the insulation was found at 9 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. Apart from that, no deviations were noted that might have been contributed to the reported dislodgement. The inspection of the fixation helix did not show any peculiarities. Furthermore, the mechanical analysis was properly feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this lead dislodged a couple months after implant. The lead was explanted and replaced.